Event description:
Literature report received from australia on 10 sep 2024 via company representative. In (B)(6) 2021 a patient in the australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately in (B)(6) 2021 the patient experienced stoma site inflammation and erythema and was treated with one course of unspecified antibiotics.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.